Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of noise reversion on the right atrial channel. The noise episodes resulted in automatic mode switching. No intervention was performed and the patient was stable and will continue to be monitored.